Event description:
The facility's purchasing department reported an infusion pump with a failure code 812:02. Info was requested whether or not the incident occurred during pt use or biomed testing but no info was available. There have been no reports of any pt incident involving this pump since the last baxter service event.